Manufacturer narrative:
Ocd performed retained testing and inspection of gel cards. Satisfactory results were observed. Customer reported that issue may have been due to low liquid/dry gel cards. Customer had not inspected prior to testing. (B)(4)

Event description:
Customer reported in performing donor unit re-testing using the mts abd/abd gel cards, a false positive reaction was observed in the b microwell. Customer stated the unit was already designated as an o positive unit, which alerted the customer to the false positive result. The customer repeated the donor testing using an alternate lot of abd/abd gel cards with no reaction in the b microwell. No erroneous results were released.